Event description:
It was reported during an ipg replacement procedure on (B)(6) 2019 (reference MFR. Report#: 1627487-2019-04085), the patient's penta lead was connected to a competitor's external trial system, exposing the tail of the lead. As such, the physician cut the proximal section of the lead off and buried the remaining section of the lead inside the patient. No additional interventions are planned at this time.